Event description:
It was reported that the patient had a cardiac arrest. One shock was delivered. During subsequent episodes, the device charged but delivered little or no energy. The patient received cardiopulmonary resuscitation and multiple external shocks before reverting to sinus rhythm. It was determined that the competitor's right ventricular lead had "failed" and the device's short circuit protection feature was triggered limiting the energy that could be delivered. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected lower range. The save to disk file shows during the 22 episodes, episodes 3, 5, 7, 8, and 10 show vtrx3 - 6cv, vfrx1 - 6x defib, pathways b to ax, ax to b the hv-impedance was 0 ohms on (B)(4) 2013 in the timeframe between 22:05:50 and 22:46:09. Concomitant products: 1580 competitor implantable tachy lead 2006 (B)(6); 1056t implantable pacing lead 2006 (B)(6). (B)(4).